Event description:
It was reported an infection was suspected. As such, the system was explanted to address the issue. The physician later reported that there was no infection. Patient was prescribed oral antibiotics as a precaution.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.